Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The customer's blood glucose was high at 358 mg/dl, and he was trying to bolus. He stated that the insulin pump did not feel the pressure of the reservoir. He declined to troubleshoot for the high blood glucose. The customer was unsure whether there were any significant events leading to the alarms. He was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion and alarmed prime during the prime test due to faulty force sensor. The insulin pump was unable to perform occlusion and the excessive test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.